Event description:
It was reported when using the bd pyxis¿ medstation¿ es system was not powering on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 1-1 caused the station to not power up. The field service engineer replaced the printed circuit board, module board(t board) and reconfigured drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.